Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by refrigerator lock failure. The field service engineer confirmed no further repairs needed to be done as micro switches head carbon conductor grease on micro switches. However,refrigerator physical leg needs to be replaced, which will be done by hospitals facilities and tested to confirm no issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge e-lock has failed and cannot be recovered or opened when attempting to access the storage space. Maintenance required. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.